Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed and found to be an intermittent issue. A faulty bi board was found causing the intermittent issue. The bottom right corner of the device bezel was determined to be damaged. The device was placed for repair.

Event description:
It was reported that during a therapeutic procedure, the device monitor went out. The issue occurred at the end of the procedure. The intended procedure however, was completed with no delay. There was no patient impact or harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis, unique device identifier (UDI) number and investigation conclusion. The device history records for this device cannot be performed as this is an OEM (original manufacturer equipment ) device and it is unclear whether there were abnormalities in manufacturing, concession, and variation from the inspection sheet. The root cause was not identified. Based on investigation information, it was presumed that the reported issue was caused by failure of the printed circuit board. The cause of the failure of the printed circuit board could not be identified. It is presumed that 5 years and 4 months have passed since the subject product was manufactured, therefore the board failure is due to device age deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device.